Manufacturer narrative:
Submit date: 01/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with syringes. The customer states 8 needles were blocked/occluded and the plunger gets stuck.